Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, presumably, due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event can be detected by following the instructions for use which state: instructions, operation manual chapter 3 ¿preparation and inspection¿, section 3.7 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscopic image confirm that the 3d endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 confirm that the touch panel shows the ¿main¿ screen on the video system center (otv-s300). 3 to perform the 3d adjustment, ignite the lamp and adjust the white balance according to the instructions given in the video system center. 4 tap the ¿option¿ button at the bottom left of the touch panel of the video system center. 5 if the ¿3d adjustment¿ status is ¿incomplete¿, perform the following operations (6 through 11). If the ¿3d adjustment¿ status is ¿completed¿, jump to step 12. 6 set the observation mode to the wli according to the instructions given in the video system center. 7 insert the distal end of the endoscope into the 3d adjustment cap (maj-2266) until it stops. 8 tap the ¿execute¿ button of the ¿3d adjustment¿ on the touch panel or press the custom switch to which the ¿3d adjustment¿ is assigned, holding the endoscope with a hand so that it will not move. In case of remote switch of endoscope, press the remote switch for about one second. 9 confirm that ¿completed¿ is displayed in the ¿3d adjustment¿ status and the message is displayed on the monitor. 10 if the 3d adjustment is not completed, repeat step 2 through 10, referring to section 5.2, ¿troubleshooting guide¿. 11 remove the 3d adjustment cap from the distal end of the endoscope. 12 put on the 3d glasses supplied with the 3d monitor. 13 observe the palm of your hand in the wli and nbi endoscopic images. 14 confirm that light is output from the endoscope¿s distal end. (See figure 3.20) 15 adjust the brightness level as appropriate. 16 take off the 3d glasses and confirm that the right-eye and left-eye images are displayed the same. 17 put on the 3d glasses again. 18 close the right-eye and left-eye alternately while observing the 3d endoscopic image to confirm that there are no differences in color and brightness between the right-eye and left-eye images. 19 touch the target object using a hand instrument while observing the 3d endoscopic image to confirm that a sense of depth is normal. 20 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 21 move the joystick slowly in each direction until it stops. 22 confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to damage on the charged coupled device and the video the electrical contact of the video connector being shaved, a noisy image occurred. In addition to no image being displayed, the evaluation findings were as follows: the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the universal cord had a cut, the video connector had a scratch, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the control unit had a scratch, the grip had a scratch, switch #1 had a scratch, the light guide connector had a scratch, the light guide cover glass had a scratch, the universal cord had a cut, and the video connector case had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the endoeye flex 3d deflectable videoscope had a bad image. The issue was found during preparation for use for a therapeutic procedure which was completed with a similar device without delay. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: there was no image displayed due to scraping of the electrical contact of the video connector and damage to the charged coupled device unit.